Event description:
This event is reportable based on the product analysis. It was reported that during a percutaneous coronary intervention (pci) the guidewire tip became elongated. The lesion details and anatomy location are unknown. The physician advanced the 325cm rotawire to the lesion and during the procedure the tip became elongated. There were no patient complications. The procedure was completed with another 325cm rotawire. Patient status is reported as "good". However, the returned product analysis revealed that the wire was fractured.

Manufacturer narrative:
Device evaluation: the complaint device was received with a stretched coil at distal area. Visual inspection revealed that the core wire is fractured beginning at approximately 20mm away from the solder joint. The spring tip is elongated beginning at approximately 4mm extending 35mm in length. The spring tip is further elongated 28mm in length measuring from the solder joint. The fracture site exhibited evidence of dual compression sides. The fracture surface exhibited fatigue striations along with microcracks that propagated across the fracture surface. Elongated dimple ruptures in a tear direction were also indicated. No material anomalies were noted. The manufacturing records were reviewed, and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.